Event description:
Bladder sling surgery caused possible rash, prolonged pain, inability to have sexual intercourse, urinary retention, urgency, pain with urination, and additional surgery to attempt to remove the sling. This is still an on-going problem. Second surgery on (B)(6) 2011 removed only part of the surgical mesh and additional surgery and therapy may still be needed.